Event description:
It was reported that a large volume intermate had a black mark on its filter. This was noticed after the device was filled with ciprofloxacin and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 5, 2014 and june 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.